Event description:
The customer indicated that faulty insulation of a coagulation electrode, while being used with the generator, caused a third degree burn on the pt's cheek and a slight burn on the surgeon's thumb.